Event description:
Male reported that his mother experienced acanthamoeba keratitis (od) while using complete moistureplus to care for her acuvue 2 contact lenses. Symptoms began in 2006. Diagnosis of acanthamoeba keratitis was made by her dr later in 2006. Patient has had two corneal transplants and is now being told she will be blind in that eye. Complaint unit was discarded by pt; no lot number info.

Manufacturer narrative:
In 2007, amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to info provided that day by the u.s. Centers for disease control and prevention regarding eye infections from acanthamoeba. Therefore, this event is being reported as a 5-day MDR.